Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer had not bolused enough via the pump to address the carbs consumed, leading to the elevated bg. A correction bolus was delivered to address bg level. Reportedly, the customer over bolused to address the elevated bg level. Subsequently, the customer experienced a low bg level of 42 mg/dl. Reportedly, assistance was required administering glucose tablets, glucagon and carbohydrates to address the bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.